Event description:
The customer reported that the device failed to deliver energy when used on a pt.

Manufacturer narrative:
The customer reported that the device failed to deliver energy when used on a pt. At this time, there has been no determination as to whether the device was a factor in the reported death of the pt. A follow-up report will be submitted after philips obtains more info about this event.